Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while confirming clinical status of an already deceased patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the patient was deceased for greater than 8 hours before arrival of device.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including ECG stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed no occurrence of the customer's report. No events were logged that indicated the patient was being monitored using electrode pads. No critifal error messages were found that would have prevented the device from displaying a signal using the electrode pads. We can also see in other cases before and after that the device is recognizing when electrode pads are attached to the device. Based on the evidence, it was concluded that this report was unsubstantiated. Analysis of reports of this type has not identified an increase in trend.